Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "rate accuracy/volume fail" was not reproduced. The device was sent for flow accuracy testing and it passed flow accuracy verification test with an error % of -1.0792%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy/volume during testing in the biomedical service department. There was no patient involvement. No additional information is available.